Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual inspection shows the handle has a broken pin. Item number verified, but lot number is faded too much to verify. Dings and scuff marks on part. DHR has been reviewed, the manufacturing period is 6-mar-2009 to 13-mar-2009. Raw material coc reviewed with no issues are found. Device is used for treatment. A definitive root cause cannot be determined, however torsional overload could have been a factor in large pin fracture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the pin of handle broke while attempting to remove the intramedullary rod. No delay was reported. No impact or consequences to the patient or the user. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.